Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
The investigation showed that the main spring (spring k) is damaged by deformation. As the spring is deformed, it cannot take and afterwards provide the required energy to finalize the pricking process. Thus the reported failure on protruding lancets could occur. This damage cannot be caused by production failures, rather is caused if the priming button is pressed a second time with rapidly increased force while the device is already in primed condition.